Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement on day post implant. The lead was explanted and replaced successfully. The patient did not experience any symptoms.